Manufacturer narrative:
Initial trend analysis for lot 61202 was conducted, no malfunctions were found. This is the only complaint for lot 61202. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports clogged pen needles while using lot 61202 with humalog insulin.

Manufacturer narrative:
Cmo tested retained lot samples for lot 61202, no abnormalities found during testing. The change to the pen needle threading was completed in 09/2022 to reduce the probability of the pen needle not threading onto brands such as levemir and humalog.

Event description:
End user reports clogged pen needles while using lot 61202 with humalog insulin.